Event description:
It was reported that, "on (B)(6) 2010, the pt had been on monitor, however, the pt had amputation where the hmrs was implanted since the tumor developed again. The surgeon requested to investigate the cause of unlocking of the taper since now the hmrs was extracted from the pt and available for eval."

Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. When completed, the eval summary will be submitted in a supplemental report.